Event description:
The customer reported to olympus that while using the visera video system center, there was image interference when shaking the video cable. The issue was found during preparation for use, the patient was not under sedation at the time, and the diagnostic procedure (laryngoscopy) was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The video cable connector was faulty, which caused the occurrence of noises on the image when shaking the connector; however, the evaluation found that the object could still be observed. The front panel was also found to be dented. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h4. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿image is interfered when the video cable is swayed (image cannot be seen)¿, was not reproduced. However, the faulty receptacle unit (gn153500) was confirmed and was identified to be the cause of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.